Manufacturer narrative:
The insulin pump passed displacement test, rewind, and basic occlusion test. Analysis was unable to prime during prime/compromised force sensor test due to faulty force sensor resistor (gold). No motor error alarm noted. The motor passed motor test. Analysis was unable to complete testing due to prime anomaly. The pump was received with scratched lcd window, cracked reservoir tube lip, and scratched around casing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had a motor error alarm. The blood glucose at the time of the incident was 326 mg/dl. The customer states the pump was not exposed to a high magnetic field and the drive support cap appears intact. The customer states they are able to complete the rewind. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.